Event description:
A physician reported that during the intraocular lens (iol) implant the iol was scratched at the time of implantation. Additional information has been received that the lens was removed and replaced with another lens during initial procedure. There was no patient harm reported.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).